Event description:
The patient was being lifted in liko lift and patient was lowered down to CT table. At that moment the sling bar bolt broke. Patient did not fall far, since the patient was almost on the CT table. Manufacturer response for patient lift-slingbar, universal slingbar 450: prod. No. 3156075. (Per site reporter). Manufacturer has the slingbar along with the broken bolt. Currently they are investigating this event and the device. We are waiting for the report from hill-rom.